Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument in question. The instrument test well image in question appeared visually negative, and the camera report appeared acceptable. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument in question. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The fse checked the instrument log for errors, and found none. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpected abo blood group mistype when tested on a galileo echo instrument.